Event description:
Removal of four endosseous dental implants. Implants were placed on 6/4/97 in sites #12, #14, #19 and #27 (class ii-iii bone) during a complex procedure in which multiple implants were placed in one sitting. The clinician reports that the reason for implant failure is due to pressure (trauma) from the pt clenching onto the provisional denture. At the time of implant failure, the pt experienced pain, swelling and bleeding. The implants were removed on 7/7/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirm that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.